Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that although the filter was unable to be retrieved there have been no known recorded attempts to remove the filter. The patient was advised that a retrieval should not be attempted. The patient reports to be suffering from pain and anxiety. According to the medical records, the patient had a history of deep vein thrombosis (dvt), pain and swelling of the lower extremities. During an ultrasound prior to the filter implantation, thrombus was seen within the common femoral vein, likely extending into the common iliac vein with the caudal most margin in the proximal superficial femoral vein. The trapease filter was successfully deployed in the infrarenal ivc. The post procedure film showed the filter was in good position. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of deep vein thrombosis (dvt), pain and swelling of the lower extremities. During an ultrasound prior to the filter implantation, thrombus was seen within the common femoral vein, likely extending into the common iliac vein with the caudal most margin in the proximal superficial femoral vein. The trapease filter was successfully deployed in the infrarenal ivc. The post procedure film showed the filter was in good position. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in the wall of the inferior vena cava (ivc), and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. Per the patient profile from (ppf), although the filter was unable to be retrieved there have been no known recorded attempts to remove the filter. The patient was advised that a retrieval should not be attempted. The patient reports to be suffering from pain and anxiety. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease device is not indicated for retrieval. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Pain and anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Corrected data: (manufacturer name, city and state). (Manufacturing site name and address).

Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.   As reported in a legal brief, a the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in the wall of the ivc, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6) vs. Cordis, the patient underwent placement of defendants' trapease vena cava filter which reportedly subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in the wall of the ivc, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was deep vein thrombosis (dvt), with pain and swelling of the lower extremities. Prior to the filter implantation, thrombus was seen within the common femoral vein, likely extending into the common iliac vein with the caudal most margin in the proximal superficial femoral vein. A venacavogram located the renal veins and assessed the caliber of the ivc. No thrombus was noted in the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including, but not limited to, filter embedded, fracture, ivc and organ perforation as well as anxiety. Per the patient profile from (ppf), the patient reports having been advised that a retrieval should not be attempted. The patient also reports embedded, fracture filter struts, perforation of the ivc and organs and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter which reportedly subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in the wall of the inferior vena cava (ivc), and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile from (ppf) indicates that although the filter was unable to be retrieved there have been no known recorded attempts to remove the filter. The patient was advised that a retrieval should not be attempted. The patient reports to be suffering from pain and anxiety. According to the medical records, the patient had a history of deep vein thrombosis (dvt), pain and swelling of the lower extremities. During an ultrasound prior to the filter implantation, thrombus was seen within the common femoral vein, likely extending into the common iliac vein with the caudal most margin in the proximal superficial femoral vein. Per the interventional radiology report, the patient was prepped and draped in sterile fashion and venous access was obtained in the right internal jugular vein. An inferior vena cavagram demonstrated the inflow of the renal veins bilaterally and no evidence of ivc thrombus. The trapease filter was successfully deployed in the infrarenal ivc. The post procedure film showed the filter was in good position. The patient tolerated the procedure well with no apparent complications. As reported by an additional legal brief, the patient underwent placement of a trapease vena cava filter which reportedly subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to filter fracture and organ perforation, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. According to the information received in the redacted patient profile form (ppf), the patient additionally reports fractured filter struts retained in the vena cava and perforation of filter struts outside the ivc, becoming aware of these events approximately fifteen years and two months after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to presented with left lower extremity pain and swelling and prior deep vein thrombosis (dvt). The patient underwent diagnostic testing which revealed thrombus within the left common femoral vein that extended into the left mid-proximal superficial femoral vein. The indication for the filter placement was not reported. The filter was implanted via the right internal jugular vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without apparent complications. At some point after the filter implantation, the patient became aware that the filter had fractured (with segments retained within the inferior vena cava) and was associated with organ perforation. In addition, the filter was reported to have become embedded within the wall of the inferior vena cava (ivc) and could not be retrieved. It was reported that the patient was advised that retrieval of the filter should not be attempted and there was no documented report of a retrieval attempt. The patient further reported having experienced pain and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, organ perforation and device embedment events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by an additional legal brief, the patient underwent placement of a trapease vena cava filter which reportedly subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to filter fracture and organ perforation, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment.